Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the IV tubing leaked below the pump while infusing opdivo (pembrolizumab). The infusion was immediately stopped and the chemo spill contained with a spill kit. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. Visual inspection of the set showed no damages or anomalies. Gravity priming of the set resulted in no leaks. Functional testing via a pump infusion using a test lab device confirmed leaking inside the pump near the lower fitment. Examination under magnification showed a very small pin-prick/puncture in the silicone tubing of the pump segment proximal to the ring retainer of the lower fitment. The root cause of the pin prick/puncture was not identified.

Event description:
The customer reported that the IV tubing leaked below the pump while infusing opdivo (pembrolizumab). The infusion was immediately stopped and the chemo spill contained with a spill kit. There was no patient harm.